Event description:
Nursing described the problem: after spiking the IV bag, nurse noticed tubing was spraying out of several holes midway up length of tubing. IV bag was clamped above the site. Tubing was discarded as it contained blood. No pt harm.